Event description:
The user facility reported that pt underwent a left anterior descending coronary artery (lad), single-vessel, interventional procedure. Post-procedure, a 13 ml. Aggrastat bolus was administered, continued with an 8ml/hr IV drip, in addition to 3300 units of heparin. Following the catheterization procedure, a femoral angiogram was performed and the user felt that the puncture appeared to be appropriately located. An 8f angio-seal device was deployed without incident. At 9:00 pm post-procedure, a nurse assisted the pt to the bathroom, and the pt became dizzy and fell. At 1:00 a.m the pt's blood pressure fell and nitro gtt was discontinued. At 5:30 am, the nursing staff noted a recorded drop in hemoglobin from 13 to 9.6 and hematocrit to 28.4. The pt complained of right leg pain and blood-pressure was 93/42. The physician was called with orders to administer two (2) units of packed cells and to discontinue lovenox and plavix. At 1:00 pm, the pt's blood pressure was in the 80's and a dopamine drip was started. The next day an abdominal CT revealed a large lower pelvic hematoma, extraperitoneal with active hemorrhage from right common femoral artery. The pt as taken for emergency surgical intervention to repair at external iliac artery and is reported to be recovering. Subsequent review of the femoral angiogram by a cardiovascular surgeon, revealed that the puncture was in the upper third of the femoral artery. In addition, the angio-seal collagen sponge did not appear to be well-positioned at the arteriotomy, or tightly-sealed.